Manufacturer narrative:
(B)(4). Leak test failure. The analysis results of the (B)(4) device found that the device was returned in good visual condition. The device was functionally leak tested and failed during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, an investigation has been initiated to address the potential root cause of the reported insufflations issues. The (B)(4) device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was leaking pneumo. Another device was used to complete the case with no patient consequence.